Manufacturer narrative:
Asp investigation summary: the investigation included the complaint trending results and failure mode and effects analysis. No lot # was provided; therefore, a batch record review was not performed. A review of the complaint history from (B)(4) 2009 to (B)(4) 2010 for cidexplus with the problem code of "hr - headache" revealed (B)(4) complaints; therefore, this is not considered a significant trend. The cidex opa fmea (failure mode and effects analysis) was reviewed for headache and the risk score was below the threshold of 100. The IFU (instructions for use) states that inhalation of vapors may be irritating to the respiratory tract causing stinging sensations in the nose and throat. They may cause bleeding from the nose, coughing, chest discomfort and tightness, difficulty with breathing and headache. The cidex IFU states to use the product in a well-ventilated area. No product was returned for evaluation. The potential cause of the reported symptom may be due to inhalation of vapors. The cidexplus IFU (instructions for use) states to use the product in a well-ventilated area. No further action is required at this time. Asp will continue to monitor for trends.

Event description:
A report was received that a technician who manually soaks scopes in cidex plus experiences headache when in contact with the product but the headache disappears when user is away from the product. She wears personal protective equipment when using the product. She reported the reaction occurred about a month ago from the date of the report. She did not seek any medical attention. She is fine now. A customer care center (ccc) associate reviewed the product IFU and msds as well as the customer letter that states that the product should be used in areas with adequate ventilation.

Manufacturer narrative:
Correction: changed event type to product problem.

Manufacturer narrative:
Inhalation.